Event description:
On (B)(6) 2014 the patient had a spinal fusion done. She was doing great, but as soon as she started to become active, she ¿developed a fever for 2-4 days every 3 weeks or so¿. This had been happening since the beginning of (B)(6) 2015 because that was when her activity level started increasing and the patient thought it was related to the increased activity. An example was, the other night her dog urinated and she had to clean it up and she was twisting and scrubbing and it happened, soit seemed to coordinate with that activity. The patient¿s physician thought she was suffering from withdrawal symptoms from when they did the fusion. He thought the ¿tubing might have gotten kinked¿. There were times that the patient would be perfectly fine and then 10 minutes later she would ¿sound like a drunken sailor¿, so he thought it could be kinked. He thought it was withdrawal and the fever was a symptom of the withdrawal. A dye test was done on the pump and the physician said it looked to be good. An MRI was done and he said the catheter looked good and the fusion was where it was supposed to be. They did find ¿other damage higher up on the spine¿, but the patient didn¿t think that had anything to do with it. The patient was wondering if the twisting and activity that she was doing could be the reason she was having the problems. The device system was delivering morphine. The outcome was not reported. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitants products: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2011, product type: catheter. (B)(4).